Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back from the bottom to top. Customer stated that the insulin pump had been dropped from the waist to the floor. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the back of the insulin pump on (B)(6) 2021. The insulin pump was received with cracked battery tube threads and cracked case at the corner of the belt clip rail. The following were also noted during visual inspection: missing reservoir tube o ring, minor scratched display window, scratched case, faded serial number label, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical board 1 and in the battery tube. Moisture damage was found on the electrical board 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. The original electrical board 2 was cleaned, installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a critical insulin pump error (open book image) alarm noted. The original electrical board 1 was cleaned, installed and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no critical insulin pump error (open book image) alarm noted. Critical insulin pump error (open book image) alarm was confirmed due to moisture damage on the electrical board 2. Cosmetic damage was confirmed at the back of the insulin pump. Missing retainer confirmed. Reservoir will not lock in place in the reservoir compartment confirmed. Critical insulin pump error (open book image) alarm was confirmed. Unable to download history files and traces using thus were confirmed. Critical insulin pump error (open book image) alarm and unable to download history files and traces using thus due to moisture damage on the electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.